Event description:
It was reported that a new, never implanted implantable pulse generator (ipg) displayed a "replace pacer" message. The ipg had been in a place where the temperature had fallen 14 degrees below zero. Two days later, after the device was warmed up, the message still would not clear. The device will be returned and was still in the box. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).